Event description:
It was reported that during placement in the basilic vein, the stent graft could not be deployed any further after being released 1mm. The device was retracted without issue. Another stent graft was used to successfully complete the procedure. No patient injury was reported. The sample evaluation revealed that the stent graft was not partially deployed, however, stent struts perforating the distal part of the outer sheath were detected.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.